Manufacturer narrative:
The patient is a 66-year-old female with a relevant medical history of desaturations (¿she can drop down to the low 80s quickly¿), chronic respiratory failure & pulmonary fibrosis. It is noted the patient requires two, 10lpm third party oxygen concentrators. During the event one concentrator was connected to the life 2000 device and the flow meter ball dropped. However, when the trainer connected the two concentrators together in conjunction with the life 2000 device, the patient¿s oxygen levels recovered back to normal range. It was advised at this time for the patient to hold on therapy until it was determined if two concentrators could be used simultaneously on the device; however, the patient refused. On (B)(6) 2023 hillrom approved the patient using the life 2000 with the two oxygen concentrators as long as the flow meter ball did not drop, and oxygen saturations stayed above 90%. The trainer followed-up with the patient on (B)(6) 2023 for adjustment of device settings. At this time the patient was placed back to one concentrator, no flow meter ball drop was noted, and the patient was able to tolerate therapy with no hypoxic episodes. No malfunction was alleged, and the patient is keeping the device at this time. Patient follow-up on (B)(6) 2023 noted the patient is now back to using her two third party oxygen concentrators (set at 6 & 7 lpm) with life 2000 therapy. Her saturations at this liter flow are 95-98% resting, however with activity drops to 77% with a recovery time of 1-2 minutes to get over 90%. The patient states she needs the two concentrators with activity due to the desaturation episodes. She is wanting to keep the life 2000 system despite her saturations not being over 90% when active. The trainer did check the concentrator flow meters and no ball dropping was noted during the visit. There was no allegation of a malfunction, and the patient is keeping the device. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and medical intervention was not required. Additionally, the patient recovered at home by switching to the already prescribed oxygen therapy, and there was no report of permanent impairment of body function or damage to body structure, which concludes/indicates no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's history of desaturations, chronic respiratory failure, and pulmonary fibrosis as well as improvement with both setting adjustments and use of two concentrators. However, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported that on (B)(6) 2023, day one of life 2000 home-therapy, the patient experienced oxygen desaturation of 80%. No medical intervention was required. This incident was captured under hillrom complaint ref # (B)(4).